Manufacturer narrative:
H6: product: bi71000450, was received for analysis. Installed ps1 in imaging test system. The system initialized. Motion, generator, communication and charging readied. The ps1 output voltage measured 5.24 vdc. 2d and 3d images were successful. No failure was found. B01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported that prior to moving the system into the operating room (or), the system was stuck in standalone mode. The medtronic representative (rep) reseated the umbilical cord and got the system to work. However, as the rep moved the system slightly to the right, the system went back to standalone mode. The rep moved the umbilical cord to the right and the system was able to be used for the surgery, but imaging was grainy. The rep suspected that issue might have to do with the umbilical cord. There was no patient present during the troubleshooting process. Additional information was received. The event occurred prior to the patient being in the room. The images remained grainy and the system was not used for following cases.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, product ID: bi71000852. H3, h6: system service was performed and the ps1 and pin battery were replaced. Error logs show +/- 15vdc and +5vdc out of spec. Upon 3d attempt (not successful), ps1 was at 4.68 at j3 and 4.8 at ps1. Reseated ps1 connector several times. Ps1 voltage after reboot was 5.15vdc at j3 but 4.68 after 3d attempt. System board pen battery at .7vdc and rtc intermittent errors in logs. B01, c02, and d02 are applicable. H3, h6: no products have been received by the manufacturer for analysis. B17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.